Event description:
It was reported via trial that post xact stent implantation in the right internal carotid artery, the patient experienced labile blood pressures and bradycardia which was treated with atropine, initially neosynephrine and later dopamine. One day post procedure, the patient was weaned from the dopamine and was discharged to home with instructions to take pseudoephedrine 60mg four times per day and to hold blood pressure medications. While at home, the patient experienced dizziness and on (B)(6) 2010, the patient experienced some visual changes. On (B)(6) 2010, the patient presented to the emergency room due to continued dizziness, visual changes and headache. The patient was found to have orthostatic hypotension and bradycardia. An MRI showed a small right sided cerebrovascular accident. Antihypertensives were held and fluids were given. On (B)(6) 2010, the patient was discharged with instructions to continue to hold blood pressure medications. Plavix was discontinued and aspirin was ordered at 325mg daily. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident, hypotension, visual disturbances, dizziness, headache and treatment with medications are known adverse events. Additionally, bradycardia, stroke, hypotension and headache are listed in the product instruction for use (IFU) as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.